Event description:
The following was reported to hamilton medical ag: the device would not switch on, or "black out" immediately after powering on. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4), investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported: "the hospital staff requested local staff to repair the c1, stating that the power would not turn on even when the power button was pressed. There was no impact on patients due to this issue." No patient involvement. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components¿including alarms, sensors, circuits, and valves¿are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. The log files of the device were received and the review of device logs showed the device has been alarming intermittently with "loss of external power" since 17.10.2024, up until the limit of the event log. A forced shutdown was also noted on 17.01.2025. Battery power loss high priority alarms were also noted. It is unknown why the device was not previously serviced due to these alarms. Hamilton medical ag was informed by the local service engineer, that the driver board was identified as the defective component. Replacement of this part resolved the issue, and the device was returned to the customer. This case is considered closed.